Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed power error detected alarm and the pump was going through the batteries. Customer stated they were able to clear the alarm and were able to rewind the insulin pump. Customer had previously reported power error detected alarm. Customer stated that power error detected recur within a week of troubleshooting of the previous occurrence. Customer also had an issue with their serter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 the customer alleged insulin pump error 25 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The insulin pump was charged for several days, then thus was utilized and redownloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) also were within specification range. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Insulin pump error 25 alarm was found in the pump download history on:12/26/2021 at 21:00:00,12/27/2021 at 01:00:00, 01:10:00,12/30/2021 at 18:00:00, 22:00:00. Insulin pump error 25 alarm was isolated to the hardware assembly. Insulin pump passed sleep current measurement, active current measurement and displacement test. No unexpected insulin pump error 25 alarms during testing. Customer alleged for insulin pump error 25 alarm was confirmed. Insulin pump error 25 alarm was isolated to the hardware assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed power error detected alarm and the pump was going through the batteries. Customer stated they were able to clear the alarm and were able to rewind the insulin pump. Customer had previously reported power error detected alarm. Customer stated that power error detected recur within a week of troubleshooting of the previous occurrence. Customer also had an issue with their serter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.